Event description:
User reports the distilled water bottle from the analyzer is leaking under the analyzer and onto the floor. No one slipped or was hurt, and no patients were affected. The field service representative determined the cause to be the grey cap on bottom of water bottle was cracked and was leaking. Assisted customer with replacement of the grey cap, and verified with customer. The water bottle was no longer leaking.